Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in good physical condition. The investigator installed an f-30 disposable onto the block 4 filter holder assembly. The unit was then powered on. The no disposable alarm was observed. The product problem was attributed to the faulty filter holder assembly. The problem source of the reported product problem was unknown. A root cause was not established. The filter holder assembly and heat exchanger interlock assembly were replaced. The unit subsequently passed functional testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the device was intermittently getting a no disposable alarm. There was no patient involvement.